Manufacturer narrative:
This event is not device related. From the information attained through the incident report, the surgeon impacted the tibial insert and damaged the locking mechanism. This indicates that the tibial insert was not properly inserted into the tibial tray prior to impaction. Not returned.

Event description:
Insert was placed inside of patient's body. As the surgeon struck the implant with the mallet, the mechanism that secures the implant to the tibial implant, chipped and became non-functional. The implant was removed from the patient and discarded.